Manufacturer narrative:
Upon receipt of product, visual inspection was performed. Investigation revealed that the first coil was returned undamaged. The second coil was reported to have been discarded. However, another 18 series coil was found inside the returned microcatheter. The most likely root cause of the two coils becoming stuck was due to a blockage inside the microcatheter. This blockage was found to have been the third coil found inside the microcatheter. The circumstances of how this coil became detached inside the returned microcatheter used in the case cannot be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: during device introduction into the microcatheter, the coil got stuck and detached unintentionally into the microcatheter. The coil was successfully withdrawn with no pt injury reported.